Event description:
It was reported that the patient's symptoms of low back, leg pain and the presence of spondylisthesis returned. The patient underwent an explant of their superion interspinous spacer. The explanted spacer was discarded by the facility.

Manufacturer narrative:
Implant date: date is approximate. Patient was implanted approximately two years ago.